Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The patient reportedly felt dizzy prior to the start of the alleged issue and the patient did not receive any form of medical intervention after the alleged issue began.